Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured june 22, 2015 ¿ june 23, 2015. The device was received for evaluation. Visual inspection noted fluid inside the housing but no evidence of a ruptured bladder. The fluid leak was due to missing film wrap. The cause of the missing film wrap could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.